Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced by baxter service personnel. The device met specification for the reported condition. The root cause of this condition was determined to be depleted main batteries. This pump is a stay-in device owned by baxter and will not be repaired at this time. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. The event was reported to have occurred during infusion while the device was connected to a patient. Patient had left the hospital for a cigarette while connected to the device. The device was running on battery and when the patient returned the pump read "battery damaged" and it had stopped infusing. According to the hospital representative, there was a patient involved, however there was no injury or medical intervention reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.